Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure the physician was experiencing difficulties advancing the stylet and when a new stylet was used it was unable to be inserted into the right ventricular lead. The lead was explanted and replaced. The patient's condition was stable throughout the event.